Event description:
The subject device was used during an uncertain procedure. The ptfe pad of the device was loosened. The device was new. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to sales co of olympus and sales co evaluated the device. Olympus as MFR received the result of the eval. The eval confirmed that the ptfe pad of the device was partially severely worn. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the eval result of the subject device, olympus concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut.